Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink needle free IV connector disconnected from a non-baxter portal access safety needle. The event was further described as the onelink male luer disconnected from the female luer of the non-baxter device. This event occurred during infusion of contrast media to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.